Event description:
It was reported in 2007, that during a stent placement procedure of the middle cerebral artery (mca), before attempting to place the stent, the physician positioned the guidewire in the right mca. The physician "...commented that there was some resistance when he tried to pull the guidewire back. He then commented that he thought the distal floppy portion of the guidewire had broke off. He pulled the guidewire out and confirmed that the distal 3-4cm distal tip had broke off in the artery." The guidewire was flushed prior to use, and appropriate flushing occurred during the procedure. The physician "felt the best treatment for the patient would be to remove the guidewire surgically and clip the aneurysm." There were no known adverse events to the patient before they took her to surgery. Following successful removal of the guidewire, while drilling the clinoid bone to access the aneurysm (to place a cip), the patient started going into cardiac arrest. They were unable to resuscitate the patient. As reported by the physician "the cause of death is not device related." Based on information requested and received, it was determined that the patient later expired from heart failure, "not device related", on the same day.